Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to connect to the merlin app. It was alleged that the ICD was unable to establish bluetooth connectivity. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator successfully underwent a bluetooth reset and was able to pair to the merlin app. The patient was stable.

Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The logs were reviewed and determined there was a memory corruption. Based on the result of these findings, abbott is performing further investigation.